Event description:
The customer reported falsely elevated troponin (access accutni) results, for three patients, on two separate event dates, involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the patient on the event date noted. The initial result was released out of the laboratory. The patient was admitted to the hospital based on the initial result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient's sample was retested on the same instrument and generated lower results, within the normal reference of the assay. The sample was collected in a 13x75 mm lithium heparin plasma tube and centrifuged for seven minutes. Testing was performed from an insert cup. The customer stated the patient's sample was a very short draw. All system parameters (including qc, calibrations, and system checks) had been performing within assay and instrument specifications. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system verification testing (high sensitivity system check, precision testing using wash buffer as a sample, and precision testing using qc material), all of which was performing within assay and instrument specifications. No system hardware issues were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, pre-analytical sample handling is the likely cause of the event as the customer reported that the initial testing was performed from a very short draw. This medwatch report is related to MDR 2122870-2014-00042.